Event description:
It was reported that a pump does not have audio function. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed 1 watt speaker. All detection capabilities and functions performed as expected. The failed speaker was replaced. See scanned page.